Manufacturer narrative:
Correction to the d6a as device tracking learned the implant date was incorrect. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery, which could continue to increase and has disabled zip telemetry for this device. Device replacement was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery, which could continue to increase and has disabled zip telemetry for this device. Device replacement was recommended. No adverse patient effects were reported. This device remains in service.